Event description:
It was reported that the patient has a hard time going up steps and walking due to pain. She also states that she cannot put pressure on the left leg or lie on it when sleeping. She has been having the problem for quite some time, but cannot pinpoint the specific onset. The patient completed blood work and had x-rays during her doctor's appointment on (B)(6) 2012. She is scheduled to have an MRI next week.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.